Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a patient that on (B)(6) 2018, the right arm of the patient was wounded and went to the nearest emergency room. Cvs zinc wound wash was used to clean the wound. However, upon using the same product at home, the patient experienced discomfort after a week of usage. Infection was noted and the patient went to another physician. Oral and topical antibiotics were prescribed. On (B)(6) 2018, the arm is still inflamed and is painful. No further patient complications were reported. Additional information has been requested.

Manufacturer narrative:
Additional information from customer received on 02apr2018. As to date I still have the wound and irritation. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. Investigation of the device manufacturing records could not be conducted by the manufacturer. As the instrument was not returned for examination, no definitive root cause could be determined.